Event description:
It was reported to baxter (B)(4) that a single day infusor device was leaking from the blue winged luer cap during storage. The device had been filled with desferrioxamine when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of a leak. The root cause was determined to be a loose blue winged luer cap. This device is a single use device and was discarded. Batch review determined that a nonconformance report was documented for this lot, but the issue did not contribute to the reported / confirmed problem. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through im-CAPA-(B)(4). A follow up report will be submitted if additional information becomes available.